Manufacturer narrative:
The pod arrived not deployed. Low pulses widths and multiple drive stalls were observed, indicated a failure of the hook talon to detent the gear. An 0x40 alarm was generated as a result, indicating rotational sensor maximum open count exceeded. A failure to detent and 0x40 alarm were both replicated in a rerun. Damage was observed on multiple teeth of the ratchet gear, which is confirmed as the root cause of the 0x40 alarm and reported needle mechanism failure.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward, and the cannula was not visible when the pod was removed. No impact to the patient's glucose level was reported. The pod was worn less than an hour. Details regarding treatment were not provided.

Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.